Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lavh. Incident description: the rep was not present during the case. From the beginning of the case the device was not sealing properly. Alarms were heard during these seals as well. During the case one of the inside arms of the jaw popped out of the device, and fell into the patient. The piece was retrieved from the patient, and the complaint device was switched for a new handpiece, which was used to complete the case. A photo has been provided. The piece retrieved from the patient is shown taped to the handle of the complaint handpiece. Additional information received via email on 03sep2020 from applied medical account manager. The device was an eb015. The alarm was amber lights, check device. The device was delivering energy at the beginning of the case, but they said, "it was not acting right. Pushing less energy than normal." The procedure was a lavh, and when "they hit the round ligament when they noticed it was a little off." "They did not notice the piece of the jaws in the abdomen until they the pulled device, and then noticed metal laying in the abdomen." "No patient injury reported. They were able to get a new hand piece and finish the surgery like normal." Patient status: no patient injury.

Event description:
Procedure performed: lavh. Incident description: the rep was not present during the case. From the beginning of the case the device was not sealing properly. Alarms were heard during these seals as well. During the case one of the inside arms of the jaw popped out of the device and fell into the patient. The piece was retrieved from the patient and the complaint device was switched for a new handpiece which was used to complete the case. A photo has been provided. The piece retrieved from the patient is shown taped to the handle of the complaint handpiece. Additional information received via email on 03sep2020 from [name], applied medical account manager. The device was an eb015. The alarm was amber lights, check device. The device was delivering energy at the beginning of the case but "they said it was not acting right. Pushing less energy than normal." The procedure was a lavh and when "they hit the round ligament when they noticed it was a little off." "They did not notice the piece of the jaws in the abdomen until they the pulled device and then noticed metal laying in the abdomen." "No patient injury reported. They were able to get a new hand piece and finish the surgery like normal." Intervention: used new handpiece. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the conductive pad, the sealing surface of the device, had detached from the jaws. Applied medical is unable to determine the root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.